Event description:
The reporter indicated that the device was explanted due to loss of telemetry - changed in voo at 70 ppm., and it was impossible to interrogate.

Manufacturer narrative:
The observed inability to communicate was the result of low resistance leakage path in parallel with a capacitor in a telemetry circuit. The resistance path was due to excessive conductive epoxy under capacitor, c.24.